Manufacturer narrative:
MFR date: 12/2014. Based on the available information, this event is deemed a reportable malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on december 15, 2015 (B)(4).

Event description:
The user found that the tube was detached from the connector at the bifurcation point (joint connector). The defective device was not used on a patient. As a result, a new kit was used.